Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The certas valve (ID 828814pl) was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code 82-8815pl with lot 4525168, conformed to specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the siphon guard was torn and separated from the valve. The valve could not be leak tested, reflux tested, flush tested or siphon guard tested due to the damaged silicone housing. The valve passed the test for programming and pressure. The siphon guard was visually inspected marks were found on the siphon guard. Root cause - the possible root cause for the issue reported by the customer, is due to a sharp or pointed object coming into contact with the valve in view of the cut marks on housing. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814pl) was implanted on (B)(6) 2020. On (B)(6) 2025, the valve was explanted, and the siphonguard had broken off from the valve mechanism. Patient was reported stable and recovering.